Event description:
It was reported that "part of locking wing broke off aviator 57mm plate during final tightening of screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; results: without the returned product and the identified lot number, a likely root cause could not be determined for the reported event. The surgical technique recommends a side to side rocking technique to release the guide. If the guide is over articulated during this step, the spring bar can pop out. It is unknown if the surgeon over articulated the drill guide so this is not the confirmed failure mode, only a possible failure mode. Conclusion: an aviator assy three level plate was reported to have a deformed locking bar after installation of the bone screws and before locking the locking bars. It was reported that part of locking wing broke off aviator 57mm plate during final tightening of screw. Per the correspondence, there was no surgical delay or adverse consequences to the patient as a result of the reported event. The actual cause of the reported event is undetermined and multifactorial in nature, as the product was not returned for further inspection.

Event description:
It was reported that "part of locking wing broke off aviator 57mm plate during final tightening of screw."

Manufacturer narrative:
Method: device history review; results: the surgical technique recommends a side to side rocking technique to release the guide. If the guide is over articulated during this step, the spring bar can pop out. It is unknown if the surgeon over articulated the drill guide so this is not the confirmed failure mode, only a possible failure mode. The actual cause of the reported event is undetermined and multifactorial in nature, as the product was not returned for further inspection. Conclusion: an aviator assy three level plate was reported to have a deformed locking bar after installation of the bone screws and before locking the locking bars. Per the correspondence, there was no surgical delay or adverse consequences to the patient as a result of the reported event.

Event description:
It was reported that "part of locking wing broke off aviator 57mm plate during final tightening of screw."